Event description:
It was reported that the patient came in for office visit and chest xrays revealed small bilateral pleural effusion. The patient was admitted for volume overload and shortness of breath (sob), the site began aggressive diuresis and possible thoracentesis. Patient experienced sinus tachycardia and received amiodarone 200 mg twice a day. The site decreased to 200 mg daily and eventually wean off due to sob. If the patient's blood pressure allows the site planned to attempt to start on metoprolol. The patient experienced hypotension perioperatively and was placed on midodrine 5 mg three times a day. The site planned to attempt to keep blood pressure around 100mmhg for adequate renal perfusion due to renal vascular disease. Additionally, 1.3 liters were removed for respiratory failure. Patient had thoracentesis and discharged home. Patient returned to emergency department (ed) 10 minutes later due to severe respiratory distress. Chest x-ray demonstrated pulmonary edema and mild bilateral pleural effusions. The patient had neurological dysfunction and was hypoxic and hypercapnic with severe metabolic acidosis. The patient was placed on bilevel positive airway pressure (bipap) and given intravenous lasix, vancomycin and cefepime due to elevated white blood count (wbc). The patient's oxygenation and ventilation improved with bipap. Arterial line placed (blood pressure 67/58 mmhg) and started on dobutamine 5 mcg/kg/min and epinephrine 2 mcg/min. The patient's lactate 6.8, ph 7.1, co2: 55.

Event description:
Additional information was received which reported that the patient's respiratory failure resolved on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported ventricular tachycardia cannot be conclusively determined through this investigation. Furthermore, a specific root cause of the reported events could not be conclusively determined. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and no further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The current revision of the heartmate 3 lvas instructions for use (IFU) is this document lists infection, arrhythmia, hypertension, neurologic events, and respiratory failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." The heartmate 3 lvas patient handbook is also currently available. This handbook also contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the current revision of the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists infection, arrhythmia, hypertension, neurologic events, and respiratory failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." The heartmate 3 lvas patient handbook is also currently available. This handbook also contains information about preventing infection. A direct correlation between the device and the reported ventricular tachycardia cannot be conclusively determined through this investigation. Furthermore, a specific root cause of the reported events could not be conclusively determined. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.